Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was met for interrogation of ipg at provider visit. Impedances were checked and all were good, checking in multiple position (standing, sitting, supine, side lying). Intensity checked in multiple positions to ensure stimulation was not felt (standing, supine, side lying, multiple aggressors). Patient instructed to try new programming and see if issue persisted. If so, turn the stimulation off for multiple days and see if similar symptoms were noted. Shocking symptoms of back and legs, sometimes intense and lasting 45 minutes. It was reported there was a return of pain. Patient stated the ins was not as effective as their last. Patient reported shocking occurred while lying down and resting, sitting and during light exercise. Patient reported feeling the sensation of overstimulation to the point they lost touch sensation in both of their feet and did not return for over an hour. One occasion it made them jump up from a reclining chair at a salon and would not stop for 20 minutes. Patient stated jolts occur at least once and up to 6x a day.